Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt "weird". It was noted the device may have reached normal elective replacement indicator (eri). The implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.